Event description:
Report received of a patient fall resulting in a shoulder injury during use of prevalon airtap patient repositioning system. Reporter stated a 179.3 kg, 54 year old female patient was admitted from a rehab facility, to the telemetry unit at the hospital on (B)(6) 2023 for frequent urination, urinary tract infection and hypoxia. On (B)(6) 2023 two x-ray transport staff members used the device, which was positioned incorrectly under the patient, to attempt to transfer the patient from the bed to a gurney. The reporter stated that because the device was not positioned properly under the patient, the patient's legs remained on the bed surface while the rest of the patient moved to the gurney. The reporter stated there was a miscommunication between the two staff members, and one staff member separated the bed from the gurney, despite the patient not being fully transferred to the gurney surface. The gurney side rail was still lowered, the device was still inflated, and the patient slid off the gurney and fell to the floor with the device under her, landing on her right shoulder. The reporter stated that per the facility's post-fall protocol the patient was transferred to the radiology department where she had x-rays taken of her head, shoulder, abdomen, pelvis, spine, humerus, hand and forearm. Per the reporter, the only finding on the x-rays was a dislocated right shoulder. The patient was taken directly to surgery and received a closed reduction to her right shoulder. The patient was sent to intensive care unit after surgery because she required bipap post-extubation. The patient was discharged back to the rehab facility on (B)(6) 2023 with a new diagnosis of sleep apnea requiring bipap at night. The reporter stated the patient has fully recovered from her shoulder injury.

Manufacturer narrative:
UDI-di was inadvertently omitted in previous submission.

Event description:
Report received of a patient fall resulting in a shoulder injury during use of prevalon airtap patient repositioning system. Reporter stated a 179.3 kg, 54 year old female patient was admitted from a rehab facility, to the telemetry unit at the hospital on (B)(6) 2023 for frequent urination, urinary tract infection and hypoxia. On (B)(6) 2023 two x-ray transport staff members used the device, which was positioned incorrectly under the patient, to attempt to transfer the patient from the bed to a gurney. The reporter stated that because the device was not positioned properly under the patient, the patient's legs remained on the bed surface while the rest of the patient moved to the gurney. The reporter stated there was a miscommunication between the two staff members, and one staff member separated the bed from the gurney, despite the patient not being fully transferred to the gurney surface. The gurney side rail was still lowered, the device was still inflated, and the patient slid off the gurney and fell to the floor with the device under her, landing on her right shoulder. The reporter stated that per the facility's post-fall protocol the patient was transferred to the radiology department where she had x-rays taken of her head, shoulder, abdomen, pelvis, spine, humerus, hand and forearm. Per the reporter, the only finding on the x-rays was a dislocated right shoulder. The patient was taken directly to surgery and received a closed reduction to her right shoulder. The patient was sent to intensive care unit after surgery because she required bipap post-extubation. The patient was discharged back to the rehab facility on (B)(6) 2023 with a new diagnosis of sleep apnea requiring bipap at night. The reporter stated the patient has fully recovered from her shoulder injury.

Manufacturer narrative:
The involved device was not returned, photographs were not provided, and the lot number was not identified. Without lot information, a product history review could not be performed. A labeling review of the finished good was performed. The IFU instructs the caregiver to ensure that the patient is fully on the support surface before turning off the air pump and separating the receiving and sending surfaces. The reporter stated the prevalon airtap patient repositioning system was not properly positioned under the patient and that one staff member separated the bed from the gurney, despite the patient not being fully transferred to the gurney surface. The root cause was determined to be related to user error as the lateral transfer was not performed per the instructions for use. H3 other text: device involved in incident discarded.